Event description:
It was reported that the customer has been hospitalized in (B)(6) and while he was there, they took off the sensor and threw it away. Hospital was advising that the customer needs to add them to hippa to be able to talk to medtronic about the sensor. Customer was putting in a claim to the hospital for the sensor. Caller was the wife of the customer. Caller was advised that the hospital does not need hippa consent as it is a medical company talking to another medical company. Caller was also advised that the sensor can be replaced. Caller disconnected before more information could be obtained. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.